Event description:
Event verbatim [preferred term]. Caller performed an expired covid and flu test that gave her a negative result [no adverse event], narrative: this case was assessed as invalid for no adverse event, product complaint only. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: v01002300922ad2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: no adverse event (non-serious), outcome "unknown", described as "caller performed an expired covid and flu test that gave her a negative result". The reporter considered "caller performed an expired covid and flu test that gave her a negative result" associated to covid-19 and influenza ivd device. Causality for "caller performed an expired covid and flu test that gave her a negative result" was determined associated to covid-19 and influenza ivd device. No follow-up attempts are possible. Follow-up (31jan2025): follow-up attempts are completed. Amendment: this follow-up report is being submitted to amend previous information based on a follow-up report received from product quality group on 03feb2025: device reportability downgrade to not reportable. The case has been updated to invalid. No follow-up attempts are possible.

Event description:
Event [preferred term] caller performed an expired covid and flu test that gave her a negative result [no adverse event], , narrative: this case was assessed as invalid for no adverse event, product complaint only. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: v01002300922ad2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: no adverse event (non-serious), outcome "unknown", described as "caller performed an expired covid and flu test that gave her a negative result". The reporter considered "caller performed an expired covid and flu test that gave her a negative result" associated to covid-19 and influenza ivd device. Causality for "caller performed an expired covid and flu test that gave her a negative result" was determined associated to covid-19 and influenza ivd device. No follow-up attempts are possible. Follow-up (31jan2025): follow-up attempts are completed. Amendment: this follow-up report is being submitted to amend previous information based on a follow-up report received from product quality group on 03feb2025: device reportability downgrade to not reportable. The case has been updated to invalid. No follow-up attempts are possible.